Manufacturer narrative:
B5: additional information was provided by the customer and the transmitter ultimately regained connection with the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump for an unspecified duration of time. Tandem customer technical support provided pump reset instructions. No additional patient information was available.